Event description:
The customer reported that the device, y18tn 1.8mm, all-sutr anch w/2-#2 (5metric) hi-fi sutures w/needles was being used on (B)(6) 2025 and "after placement of hook plate and screws, trushot anchors were used to hold biobrace (as augmentation) on the capsular part during acj stabilization. Upon completion of all steps, final x-ray was taken. Part of the fork tip that holds the all-suture anchor from trushot was found in patient¿s body. To prevent further damage to soft tissue and risk of hook plate displacement, metal tip was left inside patient¿s body. (Trushot with y-knot 1.8mm pin was broken intraop). The broken piece was left insitu patient's right shoulder under acromion." The procedure was completed without the use of an alternate device. This report is being raised due to the reported injury of foreign body left in the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Reported event "part of the fork tip that holds the all-suture anchor from trushot was found in patient¿s body. To prevent further damage to soft tissue and risk of hook plate displacement, metal tip was left inside patient¿s body¿ was confirmed. The device will not be returned for evaluation, however, photographic evidence has been provided. Root cause cannot be determined, however, based upon provided photos; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, y18tn 1.8mm,all-sutr anch w/2-#2 (5metric) hi-fi sutures w/needles was being used on (B)(6) 2025 and "after placement of hook plate and screws, trushot anchors were used to hold biobrace (as augmentation) on the capsular part during acj stabilization. Upon completion of all steps, final x-ray was taken. Part of the fork tip that holds the all-suture anchor from trushot was found in patient¿s body. To prevent further damage to soft tissue and risk of hook plate displacement, metal tip was left inside patient¿s body. (Trushot with y-knot 1.8mm pin was broken intraoperation). The broken piece was left insitu patient's right shoulder under acromion." The procedure was completed without the use of an alternate device. This report is being raised due to the reported injury of foreign body left in the patient.